Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the insufficient image quality / cable unit failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No other abnormality was noted with the returned device. The cause of the cable failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, the image on the camera head was foggy. The camera head was returned to the service center for evaluation. The unit was noted to have no image during evaluation due to shorted cable. There was no patient involvement.